Event description:
The customer reported that when the nurse call cable is connected to the alarm and pressure is on the pad the alarm will continuously sound at the nurse's station. This was discovered during setup prior to use with a pt. There was no pt injury reported.

Manufacturer narrative:
(B)(4). Eval: results: eval of the returned product found the battery contacts are corroded. There is battery acid leakage on the battery door. The nurse call light does not stay on continuously. Note: the instructions for use has a warning statement for battery installation: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).